Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy. Due to programming the device diagnosed atrial fibrillation as ventricular fibrillation. Programming changes were made and device remains implanted.